Manufacturer narrative:
The MFR's service rep instructed the customer over the phone to reattach the cable to a different port. The customer will call back to request an on-site inspection from a field service engineer. No further repair info is available.

Event description:
The customer reported that the instatrak system displayed a tracking error message. No pt injury was reported.